Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed high pressure; the tidal volume is abnormal to high. The customer reported patient involvement but no patient harm.